Manufacturer narrative:
Corrected information was provided in section d.4. Eight opened knives, blades not in sheathing properly, in blisters. Some blades tip through sheathing into plastic tray were received for the report of dull knives. Samples were visually inspected and found to be nonconforming, sample 1, 3, 6-8 - blade tip was observed to have bent tip. Sample 2 and 5 - blade tip was observed to have a bent tip and damaged cutting edge. Sample 4 - blade was observed to have a damaged cutting edge. Penetration testing could not be performed due to the damage of the samples. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria the exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customers reported issue of dull knives. The exact root cause for the damaged knife sample is unknown, therefore specific action with regards to this complaint cannot be taken. A nonconformance investigation was completed to investigate the trend identified for dull cutting instruments. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip and damaged cutting edge exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information is provided in sections b.5 and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that ten ophthalmic knives from one lot number were found blunt during surgery. Procedure details and patient impact have not been provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that ten ophthalmic knives has been found to be dull during the surgery. Patient and procedure details were not reported. No patient harm was not reported.